Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that two ar-2324bcc biocomposite swivelock c had issues. The first swivelock broke during insertion, it was difficult to implant, and the surgeon ended up smashing it. Everything was removed from the patient. A second swivelock was grabbed, and this one had a hair in the packaging. The case was completed using a third swivelock without further issues. This was discovered during an acl procedure on (B)(6) 2025.